Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead had incurred physical damage on the lead body and terminal end. It was reported that the lead pulled apart during tug test after this lead was inserted into the new device pulling off the conductor. This right atrial (ra) lead was surgically abandoned. No additional adverse patient effects were reported.